Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that he was receiving check electrode belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (checked electrode belt messages) has been confirmed. Upon investigation, the electrode belt failed pulse lead hi pot test and the fall-off test. The cause for the failure was isolated to a defective red (-5v) wire in cable that connects the distribution node (dn) and ECG-b. The root cause for the defective wire could not be positive identified. No adverse event resulted from the defective wire. The pt received a replacement electrode belt.